Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. The defect(s) reported by the customer have been verified and remedied; therefore, this complaint was confirmed. The following activities were performed: defective o-rings replaced. Motor does not turn: motor replaced. Motor corroded - motor replaced. Protective conductor resistance out of tolerance - motor cable replaced. "Tornado": preventive replacement of o-rings performed. During evaluation, the motor was found to be corroded. Excessive fluid ingress due to device repeated usage can cause corrosion, and thus, the motor would not turn on and causing the protective conductor resistance to be out of tolerance. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the tornado shaver handpiece is broken and needs service.